Manufacturer narrative:
Evaluation confirmed that a piece of plastic broke off the instrument. Condition of instrument is consistent with damage caused by wear of long use; the instrument has a date code of bf 02/04; in use for approximately 12 years.

Event description:
Allegedly, the doctor was performing a robotic surgery and a piece of plastic broke off the handle and fell into the patient. The doctor immediately removed it. Per the hospital, the procedure was completed and no injury to the patient was reported.